Event description:
After first injection, the catheter was unable to be plumbed notice, the catr was pulled from the body and upon inspection there of was at in piece of soft, pliable plastic was fopund iin the catheter.